Event description:
Customer reported blood tubing was stuck together, had a hole and leaked. Clinician had primed tubing and connected tubing to patient's port site without issue and observed hole when the IV backed up and leaked. Unknown exact location of hole. The tubing was not saved. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.